Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned test strips produced lo readings. Black chemistry observed. Most likely root cause is improper storage.

Event description:
Customer called stating she received her supplies from us medical and when she opened the box the strip vial was already opened. Customer asked if the product was okay to use I advised customer not using the vial of strips. The test strips expire 05/19/2018. Unable to confirm the open date. No adverse event reported.